Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging " the patient reports pneumonia requests compensation for damages- the device was supplied by the lombardy region". Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging " the patient reports pneumonia requests compensation for damages- the device was supplied by the lombardy region". Medical intervention was not specified. The device has not been returned to the manufacturer, and no further investigation can be performed at this time. In addition, the medical device associated with this complaint is currently under legal hold. As a result, philips would be unable to proceed with device evaluation activities, should the device be returned. This restriction prevents access to the device for inspection, testing, or analysis. If additional information becomes available, philips will assess the information according to regulatory obligations and perform any necessary reporting activities to the appropriate competent authorities. In this report, box h has been updated/corrected.